Manufacturer narrative:
Block e1: initial reporter's phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf impact code f2202 captures the reportable event of endoscopic attempts to remove the stent. Imdrf impact code f2301 captures the reportable event of the use of rat tooth forceps to remove the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct to treat a benign stricture during a stent placement procedure performed on an unknown date. Six months post stent placement, the patient presented to the emergency room with upper right quadrant pain and jaundice, and it was noticed that the stent had significant tissue ingrowth. The physician attempted to remove the stent; however, the stent could not be removed. The physician elected to place a different stent within the wallflex stent to initiate tissue necrosis. Two to three months after the first attempt to remove the wallflex stent, the stents were attempted to be removed. The competitive stent was removed but the wallflex stent could not be removed once again. Another different biliary stent was then placed within the wallflex stent to necrose tissue ingrowth. On (B)(6) 2024, the patient was brought back to remove the stents. The competitive stent was able to be removed, and the wallflex stent was able to be removed with significant force using rat tooth forceps. There were no patient complications reported as a result of this event.